Manufacturer narrative:
A supplemental medwatch will be submitted when additional information is received.

Event description:
After treatment with juvederm ultra, the patient reported swelling at the injection site as well as pain in the nasal area, difficulty breathing, hives, headache, bronchitis like symptoms and large lymph nodes. Oral zyrtec and oral antibiotics were prescribed by the primary physician as treatment.